Event description:
It was reported that ¿the doctor found the balloon could not be inflated, doctor had to replace a new one to complete the surgery, the operation finished successfully. The patient¿s current was normal.¿ analysis discovered wire out of the lumen, causing cuff puncture. There was no patient impact.

Manufacturer narrative:
Reused single use: date MFR received: 04/10/2015. Usage of device: initial .

Manufacturer narrative:
(B)(4). Product evaluation: a syringe was used to verify there was a leak in the device which would have resulted in the reported event. When viewed under magnification, there was a puncture in the proximal side of the cuff which was aligned with 1 of the electrode wires. One of the electrode wires was bent outward [inside the cuff] and it was out of its lumen which is what most likely caused the puncture. The instructions for use indicate ¿there is a greater risk of damaging the tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation.